Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information the implanted, inflatable, penile prosthesis removed and replaced with a malleable (B)(6) 2020 due to a possible infection. Additional information received indicated was not being returned. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of possible infection, quality accepts the physician¿s observations as to the reason for surgical intervention. As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, possible infection. Device removed and replaced with a malleable. Additional info. Received from tm 09/15/2020: "yes, cultures were taken, and I will report the results. No, the explant was not returned. I asked the doctor and hospital said no." A titan was indicated as the penile prosthesis removed. No information regarding lot number was provided. The item number above was entered to record that a titan product was explanted. The file may be updated should additional information received.